Manufacturer narrative:
The lot number for the device was not provided, therefore, the device history records could not be reviewed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post gastrostomy feeding tube placement, an alleged leak was identified from the cap of the feeding adapter. Reportedly, feeding adapter was removed and another feeding adapter was placed. There was no reported patient injury.

Event description:
It was reported that some time post gastrostomy feeding tube placement, an alleged leak was identified from the cap of the feeding adapter. Reportedly, feeding adapter was removed and another feeding adapter was placed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a DHR review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one feeding tube adapter was returned for evaluation. Both caps were returned sealed, product packaging and label were not returned. Sample appeared to have residue. Functional testing was performed. Microscopic visual observation and tactile evaluation were not performed. The investigation is in unconfirmed for fluid leak, as device was infused through both ports with water using a 10ml syringe and no leaks were noted. Although a definitive root cause could not be determined, improper fit between cap plug and port or improper fit between port and connections could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g4 h11: h6 (result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.